Event description:
It was reported that there was a defective connector on the black power cable of the system controller (B)(4). The system controller was exchanged for the backup system controller (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black connector on the system controller was confirmed. There were no log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. A review of the submitted pictures showed a cracked and detached black connector nut that did not allow a secure connection for the black power cable. Additional information provided stated that (B)(6) is no longer in the hospital and the whereabouts cannot be clarified. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.